Event description:
End of tap broke off during procedure and is embedded in bone; did not interfere with outcome.

Manufacturer narrative:
The actual device was evaluated by an independent matallurgist, MFR engineer, and co's product development, macroscopic examination, scanning electron microscopy (sem), metallographic examination, and hardness testing was performed. Based upon the tests and examination, the drill bit met all mfg and design specifications. The breakage appears to be the result of mishandling.